Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in the lens case. Viscoelastic was observed on the lens. The lens had been cut into two pieces across the center of the optic. One portion was broken into to pieces on a post of the lens case. A crack was observed in the center of the larger portion. This crack was perpendicular to the travel path. Other cracks were observed at the optic edge which looked like forcep marks. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The lens was returned in pieces. A central crack weas observed which was perpendicular to the travel path. This may indicate a plunger override occurred. The root cause for the reported complaint may be related to failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, noticed a large crack through the iol, it was on the front and back surface. No any issues when loading. Subsequently the lens was removed during initial procedure and completed with another lens.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received stating that lens had a central crack all the way through the optic and it was right in the middle. The person loaded the lens was the most experienced with that and thought it loaded fine.